Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the tip of shaft became frayed while grasping the gallbladder. A new device was opened to complete procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into cavity. No pt harm.

Manufacturer narrative:
(B)(4).